Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 12 feet 2 inches; the distal end of the glass fiber is fractured, chipped, and extends 1mm from the blue outer sheath; the distal end of the blue outer sheath appears in excellent condition; the fiber was tested with hene laser fixture, aim beam is visible at the tip; the light spot created by the aim beam appears weak and unacceptable. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling/anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a procedure, the "stone was in the left ureter where the fibre was being used. According to the nurse in the case, the fiber was stationary at the time of damage." Reportedly: ¿damaged at tip ¿ fiber tip was not retrieved". The fiber was exchanged, and the case was completed. Patient outcome: ¿unknown¿ reported. There was no patient injury reported. Additional information was not available.